Event description:
A health care professional reported that during surgery, they noticed that, when the plunger was advanced it went over the top of the iol. No patient involvement. Lens was loaded as protocol using company viscoelastic and correct cartridge for lens size. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product UDI has been updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information has been provided in h.6. (FDA component code) one opened company handpiece injector was returned for evaluation for the report that when the plunger advanced, it went over the top of the iol. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming. The plunger is bent slightly at the plunger head. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head, which could result in the plunger advancing over the top of the iol. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in (B)(6) 2021. The manufacturer internal reference number is: (B)(4).